Manufacturer narrative:
Device alarmed no motor movement during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose was 177 mg/dl at the time of the incident. Customer was able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.